Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 4 months after the dental implant was installed in intraoral region #30 it was verified its nonosseointegration. Seventy ncm of primary stability was achieved and the patient presented bone type ii.